Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. E1 initial reporter email address - (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On 05/20/2025, it was reported that the patient got a low reading alert on her cgm mobile device. When she fingerstick she was actually 345 mg/dl. She was also vomiting and feeling dizzy at that time so she decided to go to the hospital. When she was at the hospital her blood sugar was check and observed. She was given medications like zofran, metoclopramide (reglan) and pantoprazole but she forgot the exact dosage of what was given to her. This complaint did not document the treatment and management of hyperglycemia. Per documentation " no diabetes medication given to the patient as per her." She was there in the hospital for 5 days. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.